Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the language configuration suddenly changed from english to (B)(6) mode on the external pulse generator (epg). It was recommended that the epg be returned for servicing to address this issue. No patient involvement was indicated.